Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9502-36arca univers revers¿ ca humeral head adapter 36 was defective and did not want to engage into the suture cup after multiple attempts. Another of the same product was opened and went in with no issues. This was discovered during a revision shoulder procedure, with no reported patient harm. Additional information has been requested.